Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio: 1.0; lab: 1.7. Pt's therapeutic range is 2.0-3.0. Last dose of coumadin was on (B)(6) 2012. Pt milks the finger.

Manufacturer narrative:
Investigation: customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio: 1.0; reference: 1.7; mean: 1.35; confidence limits: (1.0 - 1.5). The mean of the inratio meter and comparative system inr were calculated. The reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 266050. Test results as follows: (B)(6) . All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet accuracy criteria. Customer reported conditions of anemia/lupus and finger is milked. Hct level was not available. Pt's condition may affect test accuracy. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, one hundred and forty three (143) discrepant result complaints were reported for lot number 266050 yielding a complaint rate of 0.1117%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code f18sr which brick lot number 257198 was assigned and packaged into strip lot numbers 266050 and 266051. One hundred and fifty two (152) total discrepant complaints have been reported for lot numbers 266050 and 266051 yielding a complaint rate of 0.045%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.